Event description:
The customer reported that during a synchronized cardioversion, the pt had an episode of ventricular fibrillation.

Manufacturer narrative:
(B)(4): the customer reported that during a synchronized cardioversion, the pt had an episode of ventricular fibrillation. At this time, there has been no determination as to whether the device was a factor in the reported outcome of the pt. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.